Manufacturer narrative:
The device was not returned to edwards for evaluation. The clinical observation was unable to be confirmed. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Partial or total occlusion or obstruction of the coronary ostia is a recognized complication of an aortic valve replacement and, less frequently, from mitral valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. However, partial or total occlusion of the ostia, if unrecognized, can result in angina, myocardial infarction, acute peri-operative right, left or bi-ventricular dysfunction and/or death. A definitive root cause cannot be determined. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported via the implant patient registry that a 25mm valve was implanted, which sat nicely on the annulus and seated properly. Tee showed very trivial perivalvular leak. The patient tolerated the procedure well, there were no immediate complications, and he was taken to the ICU in good condition. The next day, the patient went into acute heart failure and acute aortic insufficiency. He was deteriorating and a heart cath was done. No coronary obstructive lesions were seen but it did show very sluggish and slow flow through the coronary arteries and severe ai despite the fact that three echocardiograms had only showed minimal ai. Decision was made to return to the or. He underwent explant of the 25mm aortic valve and a CABG x2. It was then replaced with another 25mm aortic valve. The newly implanted valve had 2 jets of perivalvular leak on post-op echo, so the surgeon placed him back on bypass and additional sutures were placed. Tee confirmed no further perivalvular leak. He required placement of an iabp and then removal and placement of va ECMO due to hypotension and sluggish flow of the coronary vessels which may have been caused by some ischemia and compromise of the coronary ostia. A dialysis catheter was also placed. The patient could not tolerate chest closure so the chest was left open and dressed. The patient was extremely critical and returned to the ICU in very critical condition on va ECMO and multiple pressors. The patient continued to deteriorate and a decision was made to make the patient comfortable and he expired due to cardiogenic shock on pod #2. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.